Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 of lot number c1691416 was unavailable for return to cirl for evaluation. Document review including IFU review: prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-4 of lot number c1691416 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1691416. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Given that the kink was noted after opening the package it was not possible to confirm it the item left cook in the damaged state. It was noted that all devices in the work order passed inspection on site and would not have left cook in this condition. Taking this information into account the most likely root cause can be attributed to the device becoming damaged during transport or storage of device. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on the 2 sep 20.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon opening the packaging of the device, the user noticed a kink in the stent. Therefore, another device was used instead. Prior to patient contact: no adverse effects reported. Physician's comment: since the stent was already kinked when opening the packaging, it must be a matter of the product. Sales rep's comment: I agree with physician. Additional information: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. (Observation prior to patient contact): please indicate where the device was stored prior to use. It was stored at dealer's facility. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? N/a (prior to use). Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (No). If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? (Yes). Was the device at the centre of the complaint inspected for damage prior to use? (Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? (No). If not with the device in question, how was the procedure finished? Another device was used instead. Was a straightener used to straighten the stent? N/a (prior to use).